Event description:
It was reported that during a gastric bypass procedure that the device would not cut and would not coagulate. They used another like device to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
H6 - 400 = blade cracked. Analysis summary:based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process.